Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. The fse evaluated the instrument and found aspirate probe 4 was not aspirating due to a tubing clog at the aspirate probe connector assembly. The fse removed the clog and verified proper operation of all aspirate probes. The fse also cleaned the luminometer and performed daily cleaning procedure. Quality controls and calibrations were run, and the instrument is within specification. The cause of the discordant, falsely elevated vancomycin and troponin and falsely low myoglobin results is a clogged aspirate probe connector assembly. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated vancomycin and troponin and falsely low myoglobin results were obtained on nine patient samples on an advia centaur xp instrument. The discordant results were reported to the physician(s). The samples were repeated on an alternate instrument and resulted as expected. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated vancomycin and troponin and falsely low myoglobin results.